Event description:
As reported by the respiratory therapist, "during a nebulizer treatment, high pressure alarm went off. Vent went into vent inop. Unable to turn alarm off. Alarm went off and battery died. Vent switched out. No harm to pt".